Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particle. Leak test was performed and no leakage was found. A microscopic analysis was performed which identified wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: during the analysis no opening was observed. No issues found related with the manufacturing process.

Event description:
Health professional reported "they could not get the air out of the implant like normal in order to fill it with saline due to an issue with the fill tube or the implant itself." The device made patient contact and the event was noticed when the physician attempted to get all of the air out of the implant prior to filling. The patient never left the sterile field with the implant and the procedure was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: instructions for use state: do not store the breast implant with the fill tube in place, which may damage the integrity of the valve seal. Fill tube insertion. Prepare the fill tube by attaching the reflux valve to the luer adapter of the fill tube as shown in figure 1. The reflux valve prevents back-flow during intraoperative filling. This two-way valve opens when a syringe is attached, and closes when the syringe is removed. To insert the fill tube, wet the tip of the fill tube in sterile saline for injection and push the strap closure to one side of the valve entrance. Insert the fill tube by gently pushing the fill tube tip into the valve entrance. Do not use excessive force while inserting the fill tube tip. When the fill tube flange nears or makes contact with the implant shell, the fill tube is in the proper position and the diaphragm valve is open. After the fill tube is properly inserted, remove any air from the breast implant by aspiration with an empty sterile syringe attached to the reflux valve on the fill tube. After filling is completed, aspirate any residual air bubbles. Then use gentle traction to remove the fill tube from the valve, taking care to avoid damage to shell or valve. Use gentle traction to remove the fill tube from the valve, taking care to avoid damage to shell or valve. Verify that the diaphragm valve is clear of particulates. Once the fill tube tip is removed the diaphragm valve is closed. To help retard tissue ingrowth or fluid accumulation in the valve entrance, engage the strap closure as follows: using the thumb and forefinger, compress the valve seat and the strap to snap the valve plug into place.

Event description:
Health professional reported "they could not get the air out of the implant like normal in order to fill it with saline due to an issue with the fill tube or the implant itself." The device made patient contact and the event was noticed when the physician attempted to get all of the air out of the implant prior to filling. The patient never left the sterile field with the implant and the procedure was completed with a backup device.